Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation as well as a review of the instructions for use (IFU) were performed during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. No foreign material was present on the device. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No new information received from the initial reporter.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the suction valve base of the scope had foreign material. The issue occurred during reprocessing and there was no patient involvement.